Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported to have received excessive no delivery alarm and a compromised force sensor alarm. Customer states that insulin pump was not dropped or bumped. Customer states drive support cap was sticking out. Customer's blood glucose was 259 mg/dl. After troubleshooting for no delivery alarm, insulin pump again received a compromised force sensor alarm. Customer was advised that insulin pump would need to be replaced.